Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image problems and not focusing correctly was due to a faulty charge-coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during a therapeutic procedure, the subject device had the serial number plate missing, and the image was not focusing correctly. There were no reports of patient harm associated with the event.

Event description:
It was reported that, during a therapeutic procedure, the subject device had the serial number plate missing, and the image was not focusing correctly. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.